Event description:
As reported by the user facility: power cord catching on fire. No pt injury.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen (B)(4) (MFR). This report has been identified as b. Braun melsungen (B)(4) internal report #(B)(4). In a follow up with the reporter from the facility, she stated she was not present at the time of the event and she would have to talk to other nurses who were present. She stated that the cord was burnt at the connection between the power source and the extension cord. The side clips did not appear to be damaged and it appeared that the cord was fully connected at the time of the incident. She also stated that a bleach solution is used to clean the power cords. On (B)(6) 2012, the reporter provided additional info on the event. She stated that the event actually occurred on sunday (B)(6) 2012 at 3pm. A respiratory therapist was in the room with the pt at the time when they reported a burnt smell in the room. The therapist contacted the nurse and the nurse entered the room and also smelled the burnt electrical smell. The nurse found the power cord was the source of the smell because they saw the cord burnt at the "flat connection area" between the power cord extension and the power source. The cord was located on the floor when the incident occurred. The nurse unplugged the cord and saw that there was a burnt area of soot on the floor. No fire or smoke was reported in the room. No fluid leakage was reported in the room around the power cord. The reporter also indicated that the power cord had been accidentally disposed of by housekeeping. Without the actual sample, a thorough investigation could not be performed and no specific conclusions can be drawn. No adverse quality trends were identified during the complaint review process for part number #(B)(4). All available info has been forwarded to the actual MFR. If additional pertinent info becomes available, a follow up report will be provided.